Manufacturer narrative:
Concomitant medical products: product ID: 8583, lot# n304501, implanted: (B)(6) 2012, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
The actual residual volume (7 ml) was greater than the expected residual volume (3.5 ml). Per the patient, the volumes had been off one other time, but the patient¿s spouse disagreed stating that the volume had previously been okay. The patient¿s spouse stated that there was no medical or therapy problem related to the volume discrepancy; the patient had no return of symptoms due to the pump. It was noted that the hcp (healthcare professional) was changing other meds as well. The patient had pain in his "derriere" which per the patient was due to sitting all day in his wheelchair (caused by patient's condition) and it began after the pump was implanted, but the patient¿s spouse disagreed stating that it was pre-existing and had nothing to do with the pump. The hcp had tried steroid shots and botox in his muscles which were unsuccessful. The patient¿s spouse was not sure if the pump therapy was causing more spasms. The patient and his spouse reported that he was really tight; he had more spasms than normal when his spouse ¿ranges him¿. The spasms were in the patient¿s arms. Per the spouse there were not a lot of spasms, but she had noticed an increase. Per the patient¿s spouse, the patient¿s case was complicated and the hcp was looking at another drug unrelated to the pump that was causing issues. The patient¿s pump was filled by a home infusion nurse who told them that everything seemed to be okay with the pump. It was stated that the patient no longer had an hcp familiar with the therapy so they were nervous about his care. The device system was delivering baclofen. As of (B)(6) 2015, the patient was still having concerns, but was conversing over the telephone as they lived in a rural area and may set up an appointment in the future with the physician. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.